Event description:
Pcte 6 years, pc, ott derotadora varizante right proximal femur + ott varizante derotadora left proximal femur (dr (B)(6) reposciciona 1 cortical screw 16 mm since to the brocar without compression guide this one went to posterior, 2 needle guide 2. 0 in proximal femur since chisel enters in 150° approx and guide in proximal end is bent when removing chisel comes out with needle guide and is replaced and inserted plate in both femur) is also performed tnt straight (crude reduction) + tnt psoas + tnt adductors left hip but left hip is still dislocated then dr martinez performs ott periacetabular type chiari fixed with autologous graft of pcte left hip fixed with needle k 1. 6 , under rx in ap and lateral continuous femoral head does not dislocate.